Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-14. H6: investigation summary: 1 sample was returned to sbdm, lot number is 2012071. Sbdm review the manufacturing record of complaint sample, there is no issue while manufacturing. Sbdm suppose that it is pvc carbide as of the raw material of tube. Based on infrared spectrometry (ir) analysis of the complaint sample, sbdm concluded the fm is same component with raw material of tube (polyester). From investigation, the likely cause is that the pvc(raw material of tube) carbide may be formed in the high temperature (tube extruding temperature is between 145-165) while tube components extruding process. Then, it was stuck into the complaint tube while extruding process. H3 other text : see h10.

Event description:
It was reported that IV set an115 23g 1in bp contained foreign matter. The following information was provided by the initial reporter: "foreign matter".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set an115 23g 1in bp contained foreign matter. The following information was provided by the initial reporter: "foreign matter."